Manufacturer narrative:
Concomitant medical products: heart ring, implanted: (B)(6) 2014; ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had chest discomfort. A remote monitoring transmission showed that the threshold on the right ventricular (rv) lead was increasing. The lead remains in use. No further patient complications have been reported as a result of this event.